Event description:
Customer reportedly obtained the following comparison results on the accu-chek advantage system: 467 mg/dl and 131 mg/dl; 467 mg/dl and 161 mg/dl; 467 mg/dl and 147 mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.